Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jan-2018 with the following findings: a review of the black box showed a basal edit not saved alarm with no time and date issues. The las bolus delivery was a 3.3 unit ezbg normal bolus. The pump was run for 24 hours with a 2 unit per hour basal rate. At the end of testing the basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering within the required range and accurately. No alarms or delivery interruptions occurred during testing. The inaccurate delivery issue was unable to be duplicated during the investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of over 600 mg/dl, with difficulty waking, associated with an alleged inaccurate delivery issue. No treatment above and beyond the usual routine of diabetes care and management was needed. During troubleshooting with customer technical support, it was revealed the patient¿s ¿basal rate settings were incorrect¿. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.